Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that she was unable to bolus as a result and had to treat via manual injection. The customer's blood glucose was 131 mg/dl. She stated that she pressed the buttons and nothing happened; she noted that the buttons would only work intermittently. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, display window, belt clip slot, battery tube threads and minor scratched display window.